Event description:
Home patient (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected from transfer set during drain 2/5 of automated peritoneal dialysis treatment. Hp discontinued treatment at time of the 2240 alarm. Home patient's rn administered 1 gram of vancomycin intraperitoneally prophylactically. No pt injury has resulted.